Event description:
It was reported that during a percutaneous coronary intervention procedure, a shaft break occurred. The target lesion was located in the tortuous circumflex artery. A 12mm x 2.50mm nc quantum apex mr balloon catheter encountered difficulty crossing the target lesion. When the nc quantum apex mr balloon catheter was pulled back the catheter broke in half onto the table as the device was withdrawn from an unspecified guide catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a shaft break occurred. The target lesion was located in the tortuous circumflex artery. A 12mm x 2.50mm nc quantum apex mr balloon catheter encountered difficulty crossing the target lesion. When the nc quantum apex mr balloon catheter was pulled back the catheter broke in half onto the table as the device was withdrawn from an unspecified guide catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed the tip was flared. The hypotube separation was 65 cm from the distal tip. The hypotube fracture surfaces were jagged and stretched, which suggests that the separation may be related to tensile overload, material stress/fatigue. Magnified inspection of the hypotube fracture surfaces presented no evidence of any material or manufacturing deficiencies contributing to the separation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4).